Event description:
A surgeon reported glistenings were observed at one year following intraocular lens (iol) implant surgery. The pt reported seeing a film over his eyes. Follow-up revealed the pt had 3+ guttata due to fuch's dystrophy and blepharitis. The pt's vision was 20/20 following treatment for blepharitis. Add'l info was requested.

Manufacturer narrative:
Reporting of this complaint is based on the establishment of a new two year rule as of december 14, 2006 regarding a previously filed MDR. Due to the establishment of this two year rule, a retrospective review of all similar complaints was conducted. This MDR filing is a result of a retrospective review. Evaluation summary: the complaint device associated with this report was not received for eval. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Add'l info was requested on 05/31/2007 by fax and by mail and on 06/11/2007 by phone. Add'l info was received.